Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was informed that the pump would be replaced due to a display issue, and no further action was required. The customer will use multiple daily injections (mdi) as a backup.